Event description:
It was reported that the pump touch screen was delayed compared to when new. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting for the issue.